Event description:
It was reported by a user facility medwatch that during a gastric bypass with roux-en- y procedure, the device broke midway on the stem. Both pieces were retrieved. There was no pt consequence.